Event description:
It was reported that the leads became dislodged after implant. The pocket was re-opened and the leads were removed the same day. The leads will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.